Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer disconnected and reconnected all cables in the main drawer, both at the front and the rear. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process.the nurse retrieved the medications from a different drawer. There were no adverse events or injuries reported based on this event.